Event description:
The catheter was inserted on (B)(6)2009 in the basilic vein without any difficulties. The line was found during catheter maintenance on (B)(6)2009.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).